Manufacturer narrative:
(B)(4). Concomitant products: 00625006520, self tapping bone screw, 63044725; 00625006520, self tapping bone screw, 63051862; 00625006525, self tapping bone screw, 62483513; 00625006540, self tapping bone screw, 62460751; 00631006436, xlpe poly liner, 62863799. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device will be evaluated by an external contractor. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision of a trabecular metal shell a year and a half post implantation due to groin pain. The patient was revised as the cup showed 15 degrees of retroversion. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). This additional information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.